Event description:
It was reported that the ilet user installed a new infusion set and received a change-set alert that cleared, and subsequent troubleshooting identified that the user had not performed the fill cannula step and the pump was still configured for a steel cannula rather than the installed teflon set; the user then updated the cannula type to teflon and completed the fill cannula step, resolving the supply change. There were no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer interview and user guidance on correct infusion set selection and completion of the fill cannula process. Investigation of this case revealed user setup error related to incorrect cannula type selection and incomplete infusion set change procedure, with the device and infusion set functioning once the correct settings and fill were completed. It was concluded, based on previously established findings for similar reports, that user error during supply change caused the event.